Manufacturer narrative:
There was no report of a malfunction of an ion system, instrument, or accessory. Therefore, no products are expected for return to isi for failure analysis evaluation.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax (ptx); therefore, the procedure was aborted. The biopsied lesion was 3.0 x 1.5 cm in size, had a ground glass surrounding, and was located in the right lower lobe, 1.5 cm from the pleura. Per the physician, there were no issues identified with the ion system, and the ptx was considered possibly related to the patient¿s underlying lung disease. The procedure was only partially completed because a moderate-sized ptx was identified intraoperatively on cone beam CT. A 16 french chest tube was placed, with subsequent resolution of the ptx. At the time of this report, the patient had been admitted to the hospital and remained hospitalized.